Event description:
Patient underwent full revision (B)(6) 2011 for pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and or a complaint database search was not possible as the product and lot code required was unavailable. Repeated attempts to obtain the complaint samples and or matrix related items proved unsuccessful. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient underwent total knee replacement on (B)(6) 2009 with a sigma pfc posterior stabilised knee. Patient had a good functional result for the first 6 months (excellent range of movement, full extension and flexion). At approx 6 months, patient developed severe crepitus and pain the left knee and this was located to the patellofemoral joint. Investigations revealed no evidence of infection. The patients symptoms progressively worsened - unable to stand up from chair without any significant pain. Any form of ambulation was painful. The surgeon noted that a review of the literature stated that pfc sigma knee was experiencing problems specifically with the patellofemoral joint and that the patient had developed a known complication associated with pfc knee and this was severe patellofemoral crepitus. The advised treatment for this was debridement of synovial tissue around the patella and possibly resurfacing. Patient underwent surgery (B)(6) 2010 to revise patellofemoral joint. Post operatively, the patient rehabilitated well, regained full range of movement fairly quick but within fairly short time, patient developed severe patellofemoral crepitus. Once again investigations revealed nothing abnormal. No evidence of underlying infection, no loosening of prosthesis. Four months post procedure, the crepitus has been resolved but patient still experiencing pain. Patient underwent full revision (B)(6) 2011.